Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was complex regional pain syndrome type 1 and non-malignant pain. The patient reported that they had to delete the data when the handset begins to lag at 90%. While on the call, the patient mentioned that they were in pain all the time. The patient stated that they bolused about 18 times a day and they felt the relief from the bolus, and they had no complaint regarding the pump/therapy but stated "I am in pain all the time".

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Product ID: hh9020tdd, serial#: (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.